Event description:
The customer states that one patient sample generated an architect c8000 calcium assay result of <0.270 mmol/l (<1.08 mg/dl). The sample retested at 2.210 mmol/l (8.84 mg/dl). An abbott representative on site reviewed the instrument logs and commented that it appeared as if no sample was aspirated in the first instance. The question was brought up as to why no alarms or error messages were generated to alert the operator of this situation. A service call was initiated. There is no impact to patient management reported. The sample in question has been depleted. An investigation is pending.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.